Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that the tip of the aero al inserter inner shaft fractured into the aero al cage during implant insertion. The tip of the inner shaft was left in the cage. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention were reported. This record captures the aero al inserter inner shaft.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no similar complaints were identified. It was reported that the tip of the aero al inserter inner shaft fractured into the aero al cage during implant insertion. The tip of the inner shaft was left in the cage. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention were reported. Three (3) follow up attempts were performed to obtain additional information, but no response was received. The aero al anterior lumbar interbody and fixation system surgical technique and device IFU were reviewed: ¿impact the proximal end of the impaction handle using the mallet to safely and gradually insert the implant. The implant is fully implanted when the depth stops on the inserter guide make contact with the anterior aspects of both the superior and inferior vertebral bodies." Note: ¿to reduce the risks of breakage, care must be taken not to distort the implants or nick, hit or score them with the instruments unless otherwise specified by the applicable stryker spine surgical technique. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery." Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: normal wear due to age of device/ extensive use or too much cantilever force applied during cage insertion.

Event description:
It was reported that the tip of the aero al inserter inner shaft fractured into the aero al cage during implant insertion. The tip of the inner shaft was left in the cage. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention were reported. This record captures the aero al inserter inner shaft.